Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It is reported that the patient neglected to charge the scs ipg for the extended time. In turn the ipg was inoperable. Surgical intervention was undertaken to have the ipg explanted and replaced. Reportedly, effective therapy was achieved post-operatively.